Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal missing and the device to be in worn condition. There was no evidence in the event history log. Functional testing did not reveal any problems with the delivery of the device. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's flow rate was greater than eight percent. There was patient involvement and unknown patient harm/adverse event reported.